Manufacturer narrative:
(B)(4). Investigation summary: unable to perform complaint lot history check due to an unknown lot number for open package/seal tear drop label. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review due to an unknown lot number for open package/seal tear drop label. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the packaging was not sealed properly with a bd pen needle 32x4 la 5b and discovered prior to use. The following information was provided by the initial reporter, translated from spanish to english: a new box of 4 mm green needles and the tear drop label that covers the needle is half uncapped without using the pen needle.